Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the event is reported as follows: during use, the plastic at the bend ripped and would not function properly afterwards. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc. No did this device problem directly result in any of the following: unanticipated tissue loss: no was there irreversible tissue damage as a result of this problem: no unanticipated extension of the incision by more than 1 inch: no unanticipated blood loss of 500cc or more: no was surgical time delayed by more than 30 minutes due to the product problem: no device fragment or components falling into the patient's cavity: no device fragment left in the patient: no if applicable what was done to correct this conditio: a second device was opened.